Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. A cartridge change was performed resolving the issue. Additionally, it was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed supplies to address the issue. Customer's blood glucose was 126 mg/dl